Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had very high blood glucose levels and air bubbles in the reservoir. Customer tried to change the pump with the holiday pump, but they had no success. Customer came to the hospital with ketones and a blood glucose level of 26 mmol/l. Pump was checked and the basal rate and alarm history were ok. After 24 hours, the customer feels better and the bolus settings were changed. Customer can go home on (B)(6) 2015. No further details given.